Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number hsc-152320) was returned for evaluation following the reported event of the patient passing away. Log files were downloaded for review, and all of the captured data appeared to show the system controller operating as intended. The system controller underwent functional testing and passed without issue. The controller successfully operated a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Provided information stated that the device was operating as expected. The reported event could not be correlated to an issue with the returned system controller. Incidental findings: manufacturing issue: damaged backup battery cover screw the current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 IFU with heartmate touch (rev. B) is currently available. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. Heartmate 3 IFU, section 8 - ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. C), section 6 - ¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the system controller. Section 5 of the IFU, entitled ¿surgical procedures¿, provides instructions for installing the backup battery in the system controller. The heartmate 3 patient handbook instructs the user to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The system controller would be returned for evaluation.